Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The site advised the fse that the system kept asked multiple surgeons to match grips. The surgeons confirmed that they were keeping their heads in the viewer. A previous site visit showed that the touchpad was being touched falsely by the armrest. The armrest was tightened on the previous visit. Due to the issue returning, the fse replaced the surgeon side console touchscreen, head sensors, and armrest. The system was tested and verified as ready for use. The touchpad was returned for failure analysis, but the reported failure could not be reproduced. However, the error/fault was confirmed via the error logs/system logs. When reviewing the remote error log, there was a 307 error with p1 value of 58, which means the touchpad controller stopped responding. The touchpad was installed and tested on the printed circuit assembly (pca) test system. The system was started up without any error. The unit calibrated successfully, and all of the touch functions tested and passed. Failure analysis booted up the system in normal mode and let it idle for 10 minutes. The system was power cycled several times, with no issues occurring after extensive use. The touchpad will be sent to the original manufacturer to check for loctite contamination, recalibration, and replacement of the touch controller. The surgeon side console head sensor was returned for evaluation. The reported failure could not be replicated. When reviewing system logs, there were no error codes found relating to the head sensor. The surgeon head sensor (shs) board was installed and tested on the pca si test system. The camera motion control worked normally. Failure analysis verified there were no abnormal noises in the head sensor. Failure analysis let the system idle for 30 minutes with no issues. The unit will be moved to a hold location. No image or video clip for the reported event was submitted to isi for review. An procedure log review was performed. The unilateral inguinal hernia procedure was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the arms moved with unintuitive motion. Poor control of the arms could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the arms had non-intuitive motion. There was no further information provided. The procedure was completed with no reports of patient injury. Two attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.